Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing ipg pocket pain and drainage. The pocket site was red and warm around the ipg pocket site and drainage was present from a small area of the incision. The patient denies fever or chills. A culture was taken and the patient was prescribed antibiotics. Follow up information identified the culture was positive for strep b. The patient received two weeks of IV rocephin and on (B)(6) will be prescribed keflex for 14-30 days. The patient is doing better.